Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 23 october 2018, the device was noted to have been previously repaired once for the device producing an incomplete cut reported on (B)(6) 2019. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from the (B)(6) that a mesher had a bent comb. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4) and 2:1 cutter serial number (B)(4) for evaluation. Evaluation of the mesher on 13 may 2019 noted that the comb was bent and that the roller gear and shoulder bolts were damaged on the device. None of the pretests could be performed due to the bent comb. Both the 1.5:1 and the 2:1 cutters failed to produce a passing cut and were deemed non-repairable. Repair of the mesher occurred the same day and involved replacing the comb, shoulder bolts, and the roller gear. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2019. While the service technician confirmed that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the cause of the reported event cannot be determined. During evaluation of the device, the technician did note that both of the returned 1.5:1 and 2:1 cutters produced incomplete cuts and both of them were deemed non-repairable. Both the returned cutters have also been deemed non-repairable during previous evaluations. The instructions for use for the zimmer skin graft mesher (zimmer skin graft mesher instruction manual rev. A) notes that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer has indicated that the device is being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the unit comb was bent. Mesher gave an incomplete mesh on previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.